Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: no patient bb data captured after the cs 064 error. No evidence that patient attempted to power on pump after cs 064 error occurred. Pump powers with returned battery cap to an audible tone, vibration alert and a dim discolored display. Battery cap is able to fully tighten. Battery compartment intact. Pump was exercised with returned battery cap for 24 hours. No reboot, loss of power or call service alarms duplicated. Current draws within specifications. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.